Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a amplatzer duct occluder successfully implanted. The following day, on (B)(6) 2021, there was too much residual flow through & around the implanted device. The device was explanted and the defect was surgically ligated to resolve the event. Two covered stents were also required due to femoral site complications when trying to retrieve the device. The patient stable. No additional information was provided.

Manufacturer narrative:
An event of excess residual flow through and around the implanted device was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The cause of the reported incident could not be conclusively determined.